Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin.

Event description:
It was reported that the customer inadvertently delivered insulin to themselves after performing fill tubing while connected at the site. The customer's blood glucose was stable prior to the call. The customer indicated that they would check their blood glucose level over the next few hours. Tandem technical support followed up and customer stated that was doing fine.